Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the nozzle could not be identified and a definitive root cause of the issues could not be determined, as there was no device deformation observed that could contribute the retention of foreign material and no additional event or device reprocessing information was reported or available, however, the issue was likely the result of user handling/insufficient cleaning. The event can be detected by following the instructions for use which state: chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment. Inspection of the entire endoscope ¿ visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. Inspection of objective lens surface cleaning function when using the air/water button ¿(a) inspection of water supply¿ ¿ cover the air/water button hole with your finger. Push the button while covering the hole. Ensure that water flows across the endoscopic image¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had an insufficient angle. Inspection and testing of the returned device found a foreign object within the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; due to wear of angle wire, the bending angle in up direction did not meet the standard value. Additional findings are as follows: the adhesive on the bending section cover had a chip, the suction cylinder was shaved, the universal cord had a wrinkle, paint on suction cylinder was peeling, the paint on the air/water cylinder was peeling, the adhesive on the bending section cover had a chip. The following device components were found to be scratched: plastic distal end cover connecting tube, switch 1, protector of universal cord on the control section side, image guide protector, scope connector cover unit, forceps elevator lever, forceps elevator knob, upward/downward angulation control knob, right/left knob, switch box, scope cover, suction connector, universal cord, grip, control unit, and the connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.